Event description:
It was reported that "it was impossible to remove the swg from the artery after the catheter was inserted. Vascular specialist called to find out what to do, and forced withdrawal of the guide".

Manufacturer narrative:
Qn#(B)(4). Section d.4. Unique identifier (UDI)# (B)(4). The customer provided one photo for analysis; the photo shows a guide wire with multiple kinks on the body. The customer returned one guide wire for analysis. Signs of use were observed. The catheter was not returned. Visual analysis revealed that the guide wire contained multiple kinks on the guide wire body. Microscopic examination confirmed the damage and revealed that the distal and proximal welds are secure and intact. Visual inspection of the catheter could not be performed as the catheter was not returned. The major kinks on the guide wire measured 38 mm, 115 mm, and 155 mm from the distal tip. The overall length of the guide wire measured 348 mm, which is within the specification limits of 345-355 mm per guide wire product drawing. The guide wire outer diameter measured 0.510 mm, which is within the specification limits of 0.508-0.533 mm per guide wire product drawing. Dimensional inspection of the catheter could not be performed as the catheter was not re-turned. The guide wire was functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "thread tip of catheter over guidewire. Precaution: allow sufficient guidewire length to remain exposed at hub end of catheter to maintain firm grip on guidewire. Grasping near skin, advance catheter into vessel." The guide wire was advanced through a lab inventory 20ga catheter to functionally test the guide wire. The undamaged portions of the guide wire passed through with little to no resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution, "precaution: al-low sufficient guidewire length to remain exposed at hub end of catheter to maintain firm grip on guidewire. Use care when removing guidewire. If resistance is encountered, remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire." The report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual analysis revealed multiple kinks on the guide wire. The returned guide wire met all relevant dimensional/functional requirements. A device history record review was performed with no relevant findings. Based on these circumstances, unintentional use error likely contributed to this event, how-ever, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "it was impossible to remove the swg from the artery after the catheter was inserted. Vascular specialist called to find out what to do, and forced withdrawal of the guide".